Manufacturer narrative:
A full investigation could not be completed as the actual device was not returned to the richard wolf facility as of (B)(4) 2013. If excessive axial force is applied, greater than 50lb/f (foot pounds), the cannula tip will break. (B)(4) has five MDR's on file that were a result of breakage during a knee procedure: (1418479-09-00014, 1418479-09-00016, 1418479-10-00012, 1418479-10-00022, 1418479-2012-00004, 1418479-2012-00011) a CAPA was initiated, (B)(4) 2009, when the second MDR was received. As a result, we revised our instructions for use on 06/2010. Intended use section was updated and additional cautions added regarding limited strength of device and excessive force may lead to breakage. This is the third event since the update has been available for new device purchases. Two events occurred within a two month time frame at the same facility. Labeling was reviewed and found to be adequate. I.e. Intended use, indications and field of use, preparation and cautions. Richard wolf considers this matter closed. However, in the event we receive the device or additional information is received, we will provide FDA with follow-up information.

Event description:
Facility has reported the following: procedure: acl reconstructive arthroscopic surgery. Event: during the anterior cruciate ligament (acl) reconstruction surgery on left knee, the outflow cannula broke off in patients knee while in the use and went unnoticed. Tip of canula was unintentionally left in patient's knee joint. Neither staff or surgeon noticed breakage upon removal of instrument from patients knee joint.